Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. There reported event did not impact to the customer's blood glucose level. However, the customer stated that they had an elevated blood glucose level due to eating items that they "shouldn't have". The exact value was not provided. Reportedly, the customer reloaded the cartridge.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was not confirmed. In addition, a different issue was found.